Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the arterial line of the radial artery pressure monitoring set was not drawing blood 1.5 hours following the insertion of the device. The customer has confirmed that no apparent patient harm has occurred. Additional information regarding the instance of product malfunction has been requested from the customer, but none has yet been provided. The device is reportedly unavailable for return and evaluation.

Manufacturer narrative:
PMA/510(k) #:preamendment. Investigation - evaluation: a review of the complaints history, device history records, documentation, quality control, and specifications of the returned device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no non-conformances. It should be noted there were no other reported complaints for this lot number. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the provided information a definitive root cause cannot be established or reported at this time. Per the quality engineering risk assessment no further action is required.